Manufacturer narrative:
Failure analysis revealed that the battery was installed properly and power up properly. However, the device was received with cracked case at lcd window corners, battery tube threads, broken belt clip slot, loose/protruded drive support disk, and scratched display window. All the buttons respond properly.

Event description:
The customer reported while changing the infusion set and priming, the insulin pump got stuck in the home screen. The caller mentioned that the top of the battery chamber is missing. The blood glucose reading was 60mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.